Event description:
A family member of a patient using v-go called to ask questions regarding v-go. When the family member confirmed the strength of v-go, she stated the patient was released from the hospital for a foot issue. The patient did not use v-go during the hospitalization, and it was reported the patient's blood sugar was more stable during the hospitalization. The patient was hospitalized from (B)(6) 2023 and again on (B)(6) 2023. No additional details surrounding the hospitalization were reported. There is no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor has not been able to reach the patient/family to further investigate the question about a sliding scale and the fact that the patient's blood glucose was more stable when the patient was hospitalized for a foot issue. Without speaking with the patient/family the ae assessor is unable to compare pre-hospital blood glucose (bg) levels using vgo, insulin dosing (clicks) and factors affecting bg levels with bg levels while the patient was in the hospital, insulin dosing and factors affecting bg levels. It is likely the patient received sliding scale insulin while hospitalized and that is why the family is asking about home/vgo sliding scale. The patient/family would be referred to their hcp with that question. Possible-there is a temporal relationship of the event less stable bg levels to v-go use but unknown causal relationship. The event could be explained by inadequate vgo insulin dosing, or other factors such as excess carbohydrates, inadequate activity or increased emotional or physiological stress. The information from the initial call is the only information available. The call center did request for a vgo trainer to follow-up with the patient/family for additional education. If the patient/family returns the calls, the complaint will be further investigated.